Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-may-04 arjohuntleigh was initially notified about the incident with regards to enterprise 5000x bed. The reported malfunction took place in the (B)(6) hospital in great britain. In received complaint it was reported that when the main power of the bed was disconnected, the bed moved on its own almost placing the bed into a chair position. The malfunction was discovered in the store area of the hospital while the engineer was performing device testing before it went onto the hospital ward. There was no patient involved in the incident. Additionally we were notified that no injury was sustained as a result of the event. The involved device enterprise 5000x, with serial number (B)(6), manufactured by arjohuntleigh polska sp z o.o on 2017-03-20. The device history record has been reviewed; no anomalies were recorded at the time of manufacture, it was 100% electrical functionality tested before being cleared for dispatch - as per standard procedure. Additionally we have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. During device inspection the technician found out that the attendant control panel which is responsible for all electrical bed positioning functions was faulty. As a correction, the defective part was immediately removed and replaced with a new one. After the repair, the device was tested to manufacturer specification. The device was in perfect condition, any anomalies were identified. There were no signs of mechanical damage to the handset. In this case we can only suggest that power surges may be a contributing factor to the issue occurrence taking into consideration fact that the event occurred while unplugging the bed. To ensure the safety of our products the instruction for use provided together with the involved device (e.g. 746-577_UK_10) provides the following warnings and information: warning: "function lockout can be used to prevent operation of the controls ([?])", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap trailing cables from the handset/acp and other equipment between moving parts of the bed". It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although in the investigated complaint there was no adverse outcome, it was determined to view this complaint as reportable in the abundance of caution. The device was not being used for patient care at the time of the incident. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure, we can only assume that power surges may be a contributing factor of the uncommanded bed movement occurrence. The device was not used for patient treatment, no adverse event was reported. At the time the event occurred the device was not working up to its specification.

Event description:
On (B)(6) 2017, arjohuntleigh was initially notified about the incident with regards to enterprise 5000x bed. The reported malfunction took place in (B)(6) hospital. In received complaint it was reported that the when the bed was disconnected from the mains lead, the bed moved on its own almost placing the bed into a chair position. There was no patient involved in the incident. The malfunction was discovered in the store area of the hospital while the engineer was in attendance testing the bed before it went onto the hospital ward.